Manufacturer narrative:
The approximate age of the device is 1 year and 5 months. Manufacturer's investigation conclusions: the reported event of a yellow wrench alarm on the patient¿s running system controller was confirmed via the log file. The downloaded log file contained 249 relevant events spanning approximately 2 days ((B)(6) 2018 per the time stamp). The system controller recorded yellow wrench alarms associated with the system controller clock not being set after the controller lost power due to full battery depletion. The clock was restored at 15:30:40 on (B)(6) 2018 and the clock not set alarms cleared. Prior to the batteries becoming depleted, there were no other notable alarms active in the log file. The pump maintained a speed above or equal to the patient low speed while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended during laboratory testing. The vad coordinator reported that the event history of the controller was empty when it was connected to the system monitor. The vad coordinator then decided to give the patient a new system controller. The event history issues were not observed during laboratory testing and the log file was downloaded without issue. The root cause of the reported yellow wrench alarm was determined to be fully battery depletion, which resulted in a loss of power to the system controller and the system controller clock not being set. No further information was provided. The patient remains ongoing on the device with the replacement controller. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient noticed a yellow wrench alarm on the system controller. He did not remember the message on the controller display during the alarm. The patient exchanged the controller to the backup controller. In clinic, the vad coordinator connected the exchanged controller to a system monitor but could not see the event history. It was also noted that the date and time was not set on the controller. The controller was replaced.